Manufacturer narrative:
No patient information received. The f1 fuse open generated the vent inop 1012 error code.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. Patient involvement is unknown.

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. Patient involvement is unknown.